Event description:
It was reported "signal acquisition issues. It then appeared that the ECG and ap waveform would be displayed moving momentarily the disappear both at the same time. All connections were verified and replaced, ECG leads exchanged. The pump continued to lose the ap and ECG signals". To continue therapy, the pump console was swapped out. No patient injury or consequence reported". The patient's current condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 front-end board, the sample was dropped off by the field service representative with protective esd bag. Visual inspection of the front-end board was performed, and no abnormality was noted. The front-end board was installed in a known good ac3 for functional testing. The pump was powered on with no abnormality. A patient simulator was connected to the pump and pumping was initiated. Upon power up of the iabp the ap and ECG signals were observed to be normal. The pump was able to detect all ECG leads. The system passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over an hour without any alarms or errors. The system functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iabp ECG and ap waveforms missing is not able to be confirmed. The returned front-end board passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "signal acquisition issues. It then appeared that the ECG and ap wave form would be displayed moving momentarily the disappear both at the same time. All connections were verified and replaced, ECG leads exchanged. The pump continued to lose the ap and ECG signals". To continue therapy, the pump console was swapped out. No patient injury or consequence reported". The patent's current condition was reported as "fine".